Event description:
Per the audiologist, during the integrity test, unable to obtain connection to the device. Explant/reimplant surgery is planned, but has not been scheduled at the date of this report, 2009.

Manufacturer narrative:
This type of event is addressed in the device labeling.